Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, high impedance, and no capture. An x-ray of the lead determined the lead was not dislodged. There was no intervention as a result of this event, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1 implantable cardioverter defibrillator (ICD), (B)(6)  2014; 7122 competitor implantable tachy lead, (B)(6) 2010. (B)(4).